Event description:
Customer called to reported an unexpected negative reaction with 2 cell screen assay on galileo. A patient reported negative on the galileo; an electronic cross match was done and 1/2 unit of blood was transfused to the patient. The patient later had a delayed transfusion reaction. The patient recovered with no adverse effects.

Manufacturer narrative:
A service call was made. The flow rate was out of specifications for pumps two and four. Flow rate for the pumps in question was adjusted. Customer stated that reader verify and reader performance have been failing sporadically. Inspection of the reader found that the lamp was getting dark. Replaced the lamp, and ran reader verify and reader performance successfully. The unit operated within specifications. The reagents used for testing were expired; investigation testing could not be performed.